Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the leadless pacemaker exhibited high capture threshold. Programming changes were performed. The patient was in stable condition.